Manufacturer narrative:
It was initially reported that there were issues with the cpu board. Follow-up submitted with evaluation results provided by customer which determined that the bed lost all motion controls due to a faulty cpu board. Customer performed evaluation.

Event description:
It was reported via repair work order that the bed lost all motion controls due to a faulty cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there were issues with the cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.